Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal tissue, the needle was allegedly bent. It was further reported that firing button allegedly stuck but still can be pressed. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows the label of the device. The labeling information was cross verified with the record. In the second photo only the upper part of the two maxcore biopsy device was visible, in which the one of the maxcore device sample notch was noted to be bent and the second maxcore device was noted to be in fully primed position. The first device which was noted to be bent was captured in (B)(4). Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire and bent issue as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire and needle bent issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method, component). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal tissue, the needle was allegedly bent. It was further reported that firing button allegedly stuck but still can be pressed. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.